Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Upon investigation performed on the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.